Event description:
Procedure: lap myomectomy. According to the reporter: during surgery, a portion of the needle broke in the uterine tissue. The tip of the needle could not be retrieved no untoward affect to patient.